Manufacturer narrative:
The insulin pump was received with no act button response due to corroded keypad trace. Analysis was unable to perform unexpected restart test due to no act button response. The pump also had a cracked case on display window corners, cracked reservoir tube near reservoir tube window, cracked battery tube threads and missing end cap sticker. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm and keypad anomaly. The blood glucose at the time of the incident was 197 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.